Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive and has to be pressed many times before it works. Customer's blood glucose was unknown at the time of incident. No further information was given.